Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to combination of high blood glucose and the penicillin made sick on (B)(6) 2019. The customer¿s blood glucose was 568 mg/dl, 400 mg/dl and 589 mg/dl at the time of the incident. The customer was treated with antibiotic and an intravenous giving her fluid. Customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.